Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. However, unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
Information received by medtronic indicated that transmitter had issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.